Event description:
Rn went into patient's room to place an og (orogastic) tube. She opened patient swaddling linens and as she was placing a temperature probe under right axilla, the PICC snapped. The line was clamped immediately and the charge nurse removed line fully, which was intact. She measured/confirmed that no PICC line was left in the patient. The line appeared friable. There as no harm to the patient. Contributing factors may be age of dressing, age of PICC, friability of line due to age, and possible defect in device.